Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4).

Event description:
Report received that, during patient use, an 840 ventilator shut down. The customer has not provided information on patient outcome. The evaluation and repair of the ventilator is in process.